Manufacturer narrative:
Attempts have been made to obtain the product. The product involved in this event has not been returned to date to allow for an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
It was reported that the rad-87 would display values, but later it would not. No known impact or consequence to patient.

Manufacturer narrative:
Additional manufacturing narrative: other, additional manufacturing narrative (if other): the returned device was evaluated. During this testing the unit was able to power on using both battery and ac power. When a sensor is connected the sensor led dimly illuminates and the device reports a "replace sensor" error. The device was able to obtain readings, and alarmed under alarm conditions. Internal inspection identified damage to the u15 component on the system board. A foreign contaminant was found on c86 , c9, the mx board and the lcd display although the lcd functionality appears to be unaffected. (B)(6).